Event description:
Following is the report by rn, senior manager, medical affairs, advanced tissue sciences, inc., who became aware of this event in 2000 while at a monitoring visit for study tc-04-01-0200. "Pt (protocol # tc-04-01-0200) was enrolled in the study in 2000. Pt underwent a full face laser resurfacing on that day. Two cassettes of transcyte were applied to pt's resurfaced face. Pt was seen by certified clinical resident coordinator, and m.d. In 2000 for a post resurfacing followup visit. On this day, there were 35% of the transcyte remaining on the pt's face. The pt complained of facial "burning since the procedure". Dr ordered a "precautionary culture today, right cheek." The pt was seen for the day 14 study follow-up in 2000. At that point there was only 1% of the transcyte remaining on the face. Dr noted that the "patient scraped off areas of adherent mask" and "now has itching and burning since mask has come off." Culture results from the previous visit reported many coagulase negative staphyloccus, many beta streptococcus group b, many alpha streptococcus not s. Pneumoniae/not enterococcus. The pt was given oral antibiotics. The event is reported to have been mild and to be resolved in 2000. The signed case report form indicates that dr believes transcyte probably caused or contributed to this event.